Event description:
Loud noise came from room. Husband came out of room immediately and stated that head of bed dropped suddenly. Rn came in to assess situation. Hydraulic system under bed appeared to have become disconnected.